Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 88: warning: the code number on the screen must match the code number on the side of your test strip vial. They must always match or your results will be inaccurate. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the blood glucose meter on the patient's pdm (personal diabetes manager) was reading higher than it should of and, therefore, she got too much insulin. The patient was hospitalized and diagnosed with diabetic ketoacidosis. The father stated that the hospital meter was reading 40-100 points lower than the pdm meter. Treatment included fluids and insulin. The patient's test strip code was set to 20 instead of the advised 16, which was corrected during the call reporting this occurrence.